Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on 2019-jul-22 a catheter dye study was performed and was normal. It was noted a midline seroma was present. On (B)(6) 2020 examination of lumbar area revealed the blood patch was not successful and the area has the size of a quarter swelling. On (B)(6) 2020 a revision of catheter was performed where the catheter was repositioned, and the pump was reprogrammed. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 25-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 250 mcg for a total dose of 20.01042 mcg/day and bupivacaine 2.6 mg for a total dose of 0.2001 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2019, 30cc of what appeared to be cerebrospinal fluid (csf) over the pump pocket was aspirated. On (B)(6) 2019 examination revealed swelling and seroma at the midline incision. It was noted it was ongoing since the revision on (B)(6) 2019. On (B)(6) 2019 a catheter dye study was performed and 40 mls of serosanguinous fluid was aspirated from the catheter midline site. The results of the catheter dye study were normal. There was no documentation that cultures were submitted. At pump visit on (B)(6) 2019 the pump was reprogrammed where morphine was added. There was no comment was made in regards to the seroma. The outcome of the event was noted as ongoing. The clinical diagnosis was lumbar seroma. The patient's baseline weight was not measured. The event date was (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. Additional information received from a healthcare professional (hcp) via a clinical study reported examination on (B)(6) 2020 revealed a seroma. On 2020-jan-02 the patient reported that the cerebrospinal fluid (csf) leaks get larger if abdominal binder is not worn. It was noted the seroma was currently the size of a walnut with no redness or infection. The incision was healed. The clinical diagnosis was updated to lumbar incision sensitivity. On (B)(6) 2019 the pump was functional and the non manufacturer catheter was replaced with a manufacturer catheter. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020, 20cc of clear cerebrospinal fluid (csf) from seroma was aspirated from the catheter implant site. The sample was not sent out to the lab at that time for cultures. A catheter access port (cap) contrast study was performed and the results were normal. A blood patch was performed on (B)(6) 2020. The pump was reprogrammed on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the catheter was revised on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020 they explanted and replaced the catheter. The device diagnosis was catheter leakage. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on 2019-jul-22 a catheter dye study was performed and was normal. It was noted a midline seroma was present. On (B)(6) 2020 examination of lumbar area revealed the blood patch was not successful and the area has the size of a quarter swelling. Examination revealed possible csf (cerebrospinal fluid) leak and seroma the size of a quarter on (B)(6) 2020. On (B)(6) 2020 a revision of catheter was performed where the catheter was repositioned, and the pump was reprogrammed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the revision of the catheter occurred at the tip for a csf leak. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event resolved without sequelae on (B)(6) 2020. The pump was reprogrammed on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the catheter was explanted/replaced on (B)(6)2020. The catheter was disposed of according to biohazard instructions. No further complications were reported.